Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is available. Note: the date of manufacture is unknown.

Event description:
A customer called to report receiving high readings on his adc meter. The customer reported that on (B)(6) 2011 at 3pm, he was at a friend's house when he obtained an unknown high reading on his adc meter and "took another shot of insulin and his blood sugar got low and the paramedics were called." The customer experienced symptoms of dizziness and lightheadedness followed by a loss of consciousness and seizure. The customer stated he "woke up to the paramedics being there and he had an IV in his arm." The customer was treated at the scene by paramedics with unknown intravenous medication(s), but was not transported to a health care facility. The customer also reported self-treatment with "16 oz of diabetic meds" (medication unknown). There is no report of death or permanent injury associated with this event.